Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 390 mg/dl. Customer treated with manual injection, the new reading is 345 mg/dl. Caller stated that customer had ketones. The blood glucose at the time of the event was 250 mg/dl. Customer was treated with manual injections and fluids. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.